Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that while the physician was screwing the connection block of the extension cable with the lead, they screwed without pinching the metal parts and therefore the metal parts rolled inside of the connection block. The connection block could not be closed with the protective case and impedance measurements were high. The physician tore apart the connection with a surgical knife and unscrewed the setscrews. A different extension cable was used instead and the issue was resolved. There was no further surgical intervention taken or planned. There were no symptoms reported. No further complications were reported or anticipated.